Event description:
It was reported that placement of three proglide sutures were attempted in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of two proglide devices were defective and the sutures of a third proglide device was missing. The method used to achieve hemostasis was not reported. As the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The analysis of the returned device indicates that a posterior cuff miss occurred and this confirmed the reported experience. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.